Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that during the bolus the reservoir went empty. The customer stopped the bolus but they were not able to perform the reservoir and infusion set menu to fill. The insulin pump's battery died before the customer received a low battery warning. The reservoir was completely full of air bubbles. Customer's blood glucose level was high but not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The power management tool shows the backup battery loaded voltage and unloaded voltage are within specification range. The insulin pump was received with normal operating currents. No unexpected replace battery now or low battery alarms during our testing. Installed a water filled test reservoir, primed the pump and verified the units left in the test reservoir and the units left on the display matched 248 units. Set a basal rate for 1 u/hr and monitored the pump for five days; several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, or air bubble anomaly noted during testing. The insulin pump had scratched case, serial number label fading, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.